Event description:
During tps trial, using u-drill w/drill bit medium attachment and 5120-100-10(1.1 diameter), started drill at 75,000 rpm had not touched the patient with drill bit and bit broke off, went into doctor's right ring finger. Bit broke off where attachment ends. Dr. Had to have a tetanus shot.